Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the reported event and replaced the defective erbe generator. The system was retested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint and completed the evaluation. The unit was analyzed, and failure analysis confirmed and reproduce the reported failure. The unit was tested and on startup, the unit displayed c-34.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the integrated electrosurgical unit (iesu) erbe generator on the vision side cart (vsc) displayed error code c-34. The site used a third-party energy device to complete the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the main fault was with the monopolar connection and the foot pedal activation resulting in abnormal operation. The generator could be used normally when it was switched on but suddenly failed during use. The operation continued, but due to the processing failure, the patient was anesthetized for nearly an hour.